Event description:
It was reported that the cast cutter product subject to this MDR burned a pt's arm during removal of the cast from the pt.

Manufacturer narrative:
Device evaluation has not yet begun.